Manufacturer narrative:
Major bleed/ ppae: the cause of the bleed was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
D6b: explant date is unknown.

Event description:
An impella 5.5 device was inserted directly into the left aorta in a 58-year-old male patient with a past medical history of coronary artery disease (cad). The patient presented in scai stage d shock, and on a ventilator for respiratory support prior to initiation of support. The impella was inserted for ventricular support during a high-risk surgery: coronary artery bypass surgery (CABG). After the CABG, the patient arrived at the intensive care unit (ICU), with a closed chest. The physician decided to bring the patient back to the operating room (or) to uncover and evacuate the chest. The patient returned to the ICU with the chest left open. The post-procedure outcome is unknown. The impella functioned at p-7 at 4.1l/min with no issues. High-risk surgeries require intense blood thinners, increasing the risk of both active bleeding and postoperative blood loss. Bleeding (hematoma) is also a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).